Event description:
It was reported that the implantable cardioverter defibrillator (ICD) sounded an alert. Upon interrogation of the ICD the no alert condition was observed, however there was a reed switch closed. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.